Event description:
Procedure performed: ni. Event description: a metal part of the endoscopic bag detached, became lodged inside, and protruded (approximately 10 cm), posing a life-threatening risk to the patient (risk of perforation, bleeding). Since the anatomical specimen was already trapped inside the bag, it was necessary to extract the entire assembly using the trocar, holding the metal part vertically to prevent any internal injury. Ultimately, this was accomplished without consequence for the patient. The medical team experienced considerable stress due to the high risk of hemorrhage. The operating time was significantly increased. The ansm (b)(60 for medicines and health products safety) was informed of this incident on january 23, 2026. Type of intervention: ni patient status: no incidence on patient status.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.